Event description:
It was reported that hair was observed upon opening one unit of revaclear 300. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone number: (B)(6) (cell). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures was performed. The first photo showed the dialyzer with the lot number. The second photo showed what seemed to be a single hair inside of the header cap of the dialyzer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.